Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The customer performed manual prime and the insulin did exit but the insulin pump alarmed. The customer inserted a new reservoir. The customer performed manual prime and the insulin did exit. The customer stated that the no delivery alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.